Event description:
The report rec'd from registry indicates that the pt experienced a non-cardiac death approx eleven weeks post index procedure. The probable cause of death was reported as pulmonary emboli. There was no evidence of stent thrombosis. There was no evidence of myocardial infarction and an autopsy was not performed. The registry indicated that the pt had intensive dyspnea without chest pain perhaps due to pulmonary emboli or a new myocardial infarction. Both stents were in the distal lad and it is unlikely that the stents were the cause of death. The event was reported as unrelated to the cypher stents and the index procedure.

Manufacturer narrative:
This pt was randomized to the registry for one vessel disease. A staged procedure was not planned. The indication for the procedure was an anterior acute myocardial infarction <6h pre procedure. The first target lesion was at the distal lad. The vessel was a native coronary artery. Reference vessel diameter was 2.0mm and the lesion length was 6mm. Pre-procedure diameter stenosis was 90% and zero percent post procedure. Timi flow pre and post procedure is unk. The lesion was de novo, of smooth contour, moderately tortuous at proximal segment, concentric, and without thrombus. Lesion classification was type b1. Predilation was performed using a 2.0x11 mm balloon at 8 atms. A cypher was deployed at 12 atms. Post dilatation was not performed, ivus was not used. The second lesion was also at the distal lad. The vessel was a native coronary artery. Reference vessel diameter was 2.25mm and lesion length was 8mm. Preprocedure diameter stenosis was 90% and zero percent post procedure. Timi flow pre and post procedure was iii, respectively. The lesion was de novo, of smooth contour, eccentric without thrombus, with moderate calcification and moderate tortuosity at the proximal segment. Lesion classification was type b1. Predilation was performed using a 2.0x12 mm balloon at 6 atms. A pressure wire was also used. A cypher was deployed at 12 atms. Post dilatation was not performed. Ivus was not used. The pt was discharged on 75 mg aspirin, 75 mg clopidogrel, statins, ace-inhibitors, and beta-blockers. During the one mo f/u the pt was asymptomatic and complaint with antiplatelet regimen. This mfg report is applicable to two prods with the same catalog and lot #. Please note: device is distributed outside the united states. However, it is similar to the united states prod. Any add'l info will be submitted within 30 days of receipt.